Event description:
It was reported that the user called for assistance pairing a new cgm sensor after operating the pump without a connected sensor for over 12 hours, during which the pump stopped dosing for more than 2 hours and no bg entries were made to resume dosing; the user reported bg above 600, administered a subcutaneous insulin pen dose, and successfully paired a new sensor with guidance, after which the pump was kept disconnected for the recommended period and a bg of 172 was noted. Symptoms included hyperglycemia, dizziness, and headache. Outcomes included a delay to therapy and the need for unexpected medical intervention with medication. Investigation included troubleshooting and education to pair a new sensor and restore therapy. Investigation of this case revealed no device malfunction reported and indicated therapy interruption due to absence of cgm data and dosing stoppage without manual bg entry. It was concluded, based on previously established findings for similar reports, that the cause was user management of therapy during cgm gap resulting in hyperglycemia.

Manufacturer narrative:
Initial.